Event description:
Customer attached the capsule in the esophagus but not in the desired specific location. Customer suspects that the delivery device "curled up" in the esophagus during placement. Patient did not suffer any adverse effect.